Event description:
It was reported that during device preparation, the protective sheath was difficult to remove. Upon removal, the stent dislodged from the balloon. The device was set aside for return. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The difficulty/resistance during removal of the protective sheath could not be tested due to the condition of the returned device. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.